Event description:
It was reported that a healthcare professional (hcp) phoned in inquiring about potential programming changes of the patient's implantable cardioverter defibrillator (ICD) in order to prevent another inappropriate therapy being delivered due to the patient's atrial fibrillation (af). The device algorithm was unable to effectively discriminate the patients supra ventricular tachycardia (svt). Hcp verified that the ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.